Event description:
It was reported that the white power lead of the controller was draining batteries much faster than the black power lead. Batteries were assessed and would be recalibrated. Log file review confirmed odd fluctuations in voltage while the patient was utilizing battery power. It was recommended to assess the batteries and clips. It was later reported that cleaning the batteries and clips did not resolve the issue. The white cable was still draining batteries at a faster rate. The physician felt that a controller exchange was not warranted at this time. No equipment was exchanged. The plan of care was to continue monitoring the situation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical voltage fluctuations and the white power cable draining batteries faster than the black power cable were confirmed via analysis of the submitted log file. The controller event log file contained approximately 1 day of data ((B)(6) 2023 per the timestamp). A low voltage advisory alarm was observed on (B)(6) 2023 from 20:21:04 to 20:22:43 due to regular battery depletion of the 14v battery connected to the white power cable. It should be noted that both power cables were connected to fully charged batteries at approximately the same time and that the relative state of charge (rsoc) voltage on the white power cable was observed to deplete below the low voltage threshold faster than the rsoc voltage on the black power cable. The alarm resolved when the voltages on both power cables returned to the appropriate range for fully charged batteries; however, the log file did not capture the batteries being exchanged with fully charged batteries before the alarm resolved. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Technical services recommended cleaning the battery contacts on the 14v batteries and battery clips as an attempt to resolve the reported issue. Additional information provided stated that cleaning the battery clips and 14v batteries did not resolve the reported issue and that the white power cable is still draining the 14v batteries at a faster rate than the black power cable. It was also reported that a controller exchange would not be performed at this time and that no other products were exchanged. It was reported that the patient will further monitor the reported event and contact the customer site if the voltage issue becomes more significant. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables, 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. Heartmate 3 patient handbook, rev. D, and heartmate 3 instructions for use, rev. C, section 3, entitled ¿powering the system¿, explains the operation of the 14v batteries, including how to use, charge, and calibrate the batteries. This section informs the user that a pair of fully charged 14v batteries can power the system for up to 17 hours, depending on the patient¿s activity level, and to take batteries out of service if they do not provide at least 4 hours of support. This section also informs the user that the amount of time that the 14v batteries can support the system for decreases as the batteries get older and instructs the user to re-calibrate the 14 volt lithium-ion batteries after approximately 70 uses. Heartmate 3 instructions for use (IFU), rev. C, explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 28jun2018. No further information was provided. The manufacturer is closing the file on this event.